Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high atrial thresholds observed with the right atrial (ra) lead. An intervention was planned for, but not yet taken. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.